Event description:
A 28 mm diamter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. A recent CT scan demonstrated transverse aneurysm diameter is 6.5 cm which is not significantly changed when compared to prior study of approximately 1 year ago. The aortic stent graft appears to have migrated inferiorly by 2 to 3 cm and 5 cm infrarenal aneurysm has been created. There was kinking, of hte left iliac limb which appears to be creating a 50% stenosis. No additional clinical sequelae were reported.